Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed multiple ventricular noise reversion episodes. Review of electrograms confirmed noise on the ventricular lead. All electrical measurements were stable and within range. No intervention has been performed at this time. The patient would continue to be monitored.